Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic, oversensing and noise were observed on the rv (right ventricular) lead. All other electrical measurements were normal. The programming changes were made. The patient was stable and asymptomatic prior to, during, and after the intervention.